Manufacturer narrative:
Follow-up received on 05-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-sep-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 718 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had abdomen pain. Essure was removed approximately 2 years after its insertion. This event is listed in the reference safety information for essure. After essure insertion, abdominal and pelvic pain may occur. In the present case, limited information was provided. Consumer's concomitant conditions and medical history was not reported. The exact interval between essure insertion and event onset was not mentioned. Given the nature of the reported event, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 21-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2014, essure (fallopian tube occlusion insert) was inserted. The placement was painful. On an unspecified date the consumer experienced abdomen pain, increase or heavy blood loss during menstruation, irregular bleeding or breakthrough bleeding, bladder infection, head pain, lower back pain, dizziness, tiredness, swollen abdomen, excessive sweating, short fuse (means quickly agitated), and energy quickly gone. Consumer had work-related problems. On (B)(6) 2016 essure was removed as well as two fallopian tubes. Company causality comment:this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had abdomen pain. Essure was removed approximately 2 years after its insertion. This event is listed in the reference safety information for essure. After essure insertion, abdominal and pelvic pain may occur. In the present case, limited information was provided. Consumer's concomitant conditions and medical history was not reported. The exact interval between essure insertion and event onset was not mentioned. Given the nature of the reported event, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs